Event description:
It was reported that balloon rupture occurred. The patient presented with artificial arteriovenous fistula stenosis and underwent autologous arteriovenous endovascular balloon inflation and angioplasty. The stenosed target lesion was located in the radial artery. A 7.0 x20, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was stable.

Event description:
It was reported that balloon rupture occurred. The patient presented with artificial arteriovenous fistula stenosis and underwent autologous arteriovenous endovascular balloon inflation and angioplasty. The stenosed target lesion was located in the radial artery. A 7.0 x20, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was stable.

Manufacturer narrative:
B3: date of event: updated from (B)(6) 2023.

Event description:
It was reported that balloon rupture occurred. The patient presented with artificial arteriovenous fistula stenosis and underwent autologous arteriovenous endovascular balloon inflation and angioplasty. The stenosed target lesion was located in the radial artery. A 7.0 x20, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was stable.

Manufacturer narrative:
B3: date of event: updated from (B)(6)2023. Device evaluated by MFR: gladiator elite 7.0 x20, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied; the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using digital timer: without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per gladiator specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from kinks or damage. This concludes the product analysis.